Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys estradiol iii assay results for one patient sample from cobas e 411 immunoassay analyzer serial number (B)(4) and an unknown roche analyzer with serial number (B)(4). On analyzer with serial number (B)(4): original concentration: >3000 pg/ml with a data flag. The 1:3 dilution: 2494.5 pg/ml, 1:5 dilution: 1408 pg/ml, 1:10 dilution: 1788 pg/ml. On analyzer with serial number (B)(4): original concentration: >3000 pg/ml with a data flag. The 1:3 dilution: 2462.4 pg/ml, 1:5 dilution: 1572 pg/ml, 1:10 dilution: 1598 pg/ml. The erroneous results were reported to the physician. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be determined as insufficient sample remained for further investigation. Based on the provided data, there was no obvious reagent issue. Calibration frequency for the assay is very low. The last calibration prior to the event was (B)(6) 2016. The calibration signals at that time were within the expected range. Based on investigation of the patient sample and the dilution behavior, an igm/ igg interferent in the sample was suspected. Product labeling for the assay documents antibodies against analyte-specific antibodies. Additional information was provided concerning the patient medications. The medication trade names were yaz (bayer) and hmg injection teizo (asuka pharma) 150 u/a. The contraceptive contains ethinylestradiol which is documented in product labeling for the assay to show some cross reactivity with the assay. As the drugs contain a steroid, an influence on the results cannot be excluded.